Event description:
It was reported by the rep the device was used in a right colon resection/distal ileus resection. It was reported when the stapler was put together they were unable to slide the firing pin down the handle. Two devices are being returned. It is not known which would not fire. There was no consequence to the pt.